Manufacturer narrative:
Diasorin (B)(4) received a complaint from a customer stating that 5 false positive results were obtained out of 93 samples tested with the liaison sars-cov-2 s1/s2 igg assay. Based on data provided, samples were collected, tested with pcr and, after storage, the same samples were tested on a liaison xl on may 6th and may 15th, 2020 with kit lot 358005. Customer stated that same samples ((B)(4)), tested on may 6th, 2020 and may 15th, 2020 with the same kit lot, scored from positive to negative. Customer re-tested discordant samples. Four samples, resulted as negative with pcr and with other methods, scored positive when tested with lot 358005. Then the four discordant samples were re-tested with lot 358007: two samples resulted as negative and two resulted as positive. Borderline samples ((B)(4)) resulted as negative after re-test, agreeing with the pcr and other methods. The drug free serum resulted <3.8 au/ml. Overall, considering the negative population study (93 samples collected post-covid pandemic and presumed negative based on pcr) and the two remaining discordant results, the resulting specificity was 97.8%, which is approximate to IFU clinical specificity of 99.3% (95% ci 98.6-99.6%). Since the population was collected post-covid, results were not directly comparable to the IFU data. The rlu difference noted between lots was due to different raw materials and different master curve ids, however diasorin strives to minimize lot-to-lot differences and both lots met specifications (all qc samples resulted the same qualitatively and within specifications). Therefore, no product problem was identified. The complaint was classified as not confirmable. As reported in the IFU, the liaison sars-cov-2 s1/s2 igg assay and its clinical performance are based on clinical sensitivity defined by pcr positive; no comparison studies with other serological tests are available and differences with competitor assays may be expected and cannot be related to product deficiencies. The issue was considered related to specific tested samples, but no drift on performance was highlighted.

Event description:
In light of the covid-19 pandemic and the subsequent authorizations (euas) for sars-cov-2 diagnostics tests and per the conditions of the emergency use authorization, suspected false negatives, false positives and significant changes in expected performance characteristics will be reported under 21 cfr 803. The alleged false test results in this event have not caused patient injury or death; however, this event is being reported conservatively because if the alleged malfunction were to recur there is a non-remote potential for serious injury or death. Diasorin (B)(4) received a complaint from a customer stating that samples resulted as false positive on the liaison sars-cov-2 s1/s2 igg assay